Event description:
It was reported via repair work order that the footboard was causing fuses to blow, resulting in loss of power to the bed, due to a malfunctioned main control board and power entry module. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.